Event description:
It was reported that the physician's serial data cable was damaged and would no longer connect to the hand held properly. It was noted that one of the pins on the serial adaptor cable had come out and the wire was visible. A new hand held was sent to the site. Good faith attempts to obtain the non-working cable along with the hand held have been made, but have been unsuccessful to date.